Event description:
It was reported that during an implant procedure, the device had a header issue; the competitor right ventricular lead could not be fully inserted and consequently the pacing impedance was being measured at greater than 3000 ohms. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.